Event description:
An eye surgery center representative initially notified the company via returned reply card that there was a folding issue with an intraocular lens and a posterior capsule tear. Additional info received from the operating room nurse manager, indicated that according to the chart the intraocular lens was implanted without an issue. There was no folding problem. She reported during ia (irrigation/aspiration) to remove the viscoelastic, the posterior capsule ruptured. Vitrectomy was required. She stated the intraocular lens was cut out, the incision was enlarged and the lens removed. She stated at that time a different intraocular lens was inserted in the sulcus. She is unsure of the pt's outcome. Additional info has been requested.

Manufacturer narrative:
No sample is expected to return for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).